Event description:
A home patient contacted co's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during a drain cycle of his automated peritoneal dialysis therapy. Per initial report, a supply line became disconnected for an unknown reason. Co's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.